Manufacturer narrative:
Investigation: DHR review was done and no issues were reported during production of this lots. No sample received for this complaint, photo was received. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on spike component and the concentricity of lower part of spike component caused molding deficit on one side of component. CAPA#(B)(4) was initiated.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked when starting infusion to the patient. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage from c61 they have noticed the leakage at department when starting infusion to patient. This same have occurred 3 times during short time period. Same kind of incident reported from same department 7.3.2019. No picture this time. They are not sure if all products are from same lot as they have many boxes open.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1011753; medical device expiration date: 2022-09-30; device manufacture date: 2019-03-17; medical device lot #: 1011580; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked when starting infusion to the patient. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: leakage from c61 they have noticed the leakage at department when starting infusion to patient. This same have occurred 3 times during short time period. Same kind of incident reported from same department (B)(6) 2019. No picture this time. They are not sure if all products are from same lot as they have many boxes open.